Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73m1600281 was manufactured on 01/05/2017 a total of (B)(4). Lot was released on 01/06/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clips fired. Several more attempts were made but no clips fired. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw had bent jaw legs and the pusher head on the distal end of the feeder is slightly bent. No other damages or defects were observed. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip fell from applier" was not confirmed based upon the sample received. One device was returned. The device was returned with 0 clips remaining which is why the reported complaint issue could not be confirmed. However, the device was found to have bent jaw legs on the bottom jaw and a bent pusher head which could both affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since no clips were returned in the device, the bent jaw legs and pusher head could cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken.

Event description:
Hem-o-lok clips kept falling out of jaws when the handle was ratcheted to advance clips. There was no patient injury.

Manufacturer narrative:
(B)(4). The device investigation has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
Hem-o-lok clips kept falling out of jaws when the handle was ratcheted to advance clips. There was no patient injury.